Manufacturer narrative:
Suggest to change positions of the auto / manual switch to see whether the situation improved. No report of patient involvement.

Event description:
The hospital reported that, unit failed the system checkout in manual mode. The leak rate was unknown. There was no reported patient involvement.